Event description:
Boston scientific received information that this device system exhibited a shock impedance measurement less than 20 ohms. Upon review of the out of range measurement, no measurements appeared to be out of range. Technical services discussed observations and recommendations. The clinic account manager was to discuss with the patient's physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported low impedances.

Event description:
Additional information was received which indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.